Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: "burst".

Event description:
Patient reported right side "burst". Device remains implanted.

Event description:
Patient reported right side "burst". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening sharp assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: crease fold observed in the device. Wear abrasion observed in the device. Red biological tissue observed in the device. Red particles in the surface of the shell. No further actions are required as the device was implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.